Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in the intraoral regional #19, it was verified its loss of osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii.